Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations was confirmed. Based on the results of the investigation and information obtained from this complaint, the most probable cause of the water ingress and flooding was due to a video connector crack. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head had water ingress into the video connector and flooding of the main unit imaging. There was no patient involvement.